Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to abdomen, flanks and one of her bra fat area (left side) on (B)(6) 2011 using applicator 6.3 who developed paradoxical hyperplasia (pah/ph) in (B)(6) of 2012 after treatment. On (B)(6) 2012, the following was reported "dr. (B)(6) stated, "she does not have any issues with abdomen or flanks; however, her bra fat area was reportedly enlarged, the enlarged area is firmer than surrounding tissue and the contralateral side." Dr. (B)(6) tried first with an 1cm incision to express the content, suspecting this could be a lipoma. This was not successful so she does not think this was a encapsulated lipoma. Then she proceeded to perform a microcannular liposuction. The fat is definitely more fibrous than the untreated side; and the outcome was not great. Patient also started to complain of some tenderness.". Patient stated that she stopped after one treatment because it was too painful. Dr. Guanche tried excision and micro-cannular liposuction on unspecified dates. Dr. (B)(6) did a intralesional injection with 4cc of 2.5% kenalog in (B)(6) of 2012.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to abdomen, flanks and one of her bra fat area (left side) on (B)(6) 2011 using applicator 6.3 who developed paradoxical hyperplasia (pah / ph) on (B)(6) 2012 after treatment. On (B)(6) 2012, the following was reported "dr. (B)(6) stated, "she does not have any issues with abdomen or flanks; however, her bra fat area was reportedly enlarged, the enlarged area is firmer than surrounding tissue and the contralateral side." Dr. (B)(6) tried first with an 1cm incision to express the content, suspecting this could be a lipoma. This was not successful so she does not think this was a encapsulated lipoma. Then she proceeded to perform a microcannular liposuction. The fat is definitely more fibrous than the untreated side; and the outcome was not great. Patient also started to complain of some tenderness." Patient stated that she stopped after one treatment because it was too painful. Dr. (B)(6) tried excision and micro-cannular liposuction on unspecified dates. Dr. (B)(6) did a intralesional injection with 4cc of 2.5% kenalog on (B)(6) 2012.